Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified tibial artery. A 4.0 x 40 mm fox sv was advanced over a ht connect guide wire for dilatation. The 4.0 x 40 fox sv was removed and the connect guide wire was wiped with damp gauze. When an attempt was being made to advance a 3.0 x 40 mm fox sv over the guide wire, it was noted that on areas of the proximal end of the guide wire, the green coating was stripped and peeling. A non-abbott guide wire was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse pt effects. No additional info was provided.

Manufacturer narrative:
The investigation is ongoing. On the 11/25/2013 abbott vascular initiated a voluntary field action recall for ht connect peripheral guidewires, due to a small number of devices exhibiting partial delamination of the ptfe coating. (B)(4). While there have been no long term or irreversible pt effects reported, potential risks associated with delamination of the coating include embolism, thrombus and occlusion in the peripheral vessels. Abbott vascular has ceased distribution of the product while evaluating appropriate corrective and preventive actions.